Event description:
It was reported that the customer's insulin pump had a vibrator anomaly. The insulin pump was not vibrating. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.